Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use: the guide wire is intended to facilitate the placement of balloon dilatation catheter during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a bi-ventricular implantable cardioverter defibrillator (ICD) implant procedure of the coronary sinus a 6 cm segment of the guide wire became detached in the left ventricle (lv) lead and was removed using a snare device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. There was a separation of the core and coils proximal to the tip ball confirming the reported separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The whisper guide wires instruction for use (IFU), states that all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is unknown if the deviation to the IFU contributed to the reported separation. The investigation was unable to determine a conclusive cause for the reported separation. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.